Event description:
The customer reported that the insulin pump was giving weird reading on display. The caller mentioned being in the hospital for a few days and his insulin pump was not functioning as well as his glucose level went over 400mg/dl. The customer did not feel well, was lethargic, and confused. He believes that his high glucose level was caused by an infection that he has due to a surgery on his arm. The customer declines to continue testing at this time and stated that he would change the infusion set, would monitor his sugar level, and will call us back if he has any issues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.